Event description:
Patient stated that the adhesive is not sticking to patient arm. Patient stated that every time the v-go is applied on patient arm it falls off. Patient is now applying the v-go device to her abdomen.